Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident and weakness are known adverse events as listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 20 days post xact stent implantation in the right internal carotid artery, the patient experienced left sided weakness with numbness to upper extremity, left lower face weakness and numbness and difficulty walking. Doppler study confirmed partent stent. MRI image indicated acute lacunar infart which was diagnosed as a stroke. The condition is listed as continuing. There was no additional information provided.